Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product noted the item is fractured at the threads and exhibits impact marks indicative of use. A hardness check was taken on the returned product and noted to be conforming to specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the sales rep that the impaction head broke in the junction of the instrument itself and jig. During nail insertion, impaction head broke at the third time of impaction. Another znn tibial instrument was used to complete the procedure. There was no patient harm.